Manufacturer narrative:
E1 full establishment name and address: (B)(6). The evaluation of the event is ongoing. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that during a diagnostic upper digestive endoscopy procedure the video processor had a partial image loss. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a damaged front plate assembly. Olympus will continue to monitor field performance for this device.